Event description:
A patient experienced red eyes with pain and burning, myalgia, arthralgia in lower extremities, photophobia and weakness. The patient's symptoms first appeared 3 to 6 hours following the hemodialysis session. The patient was treated with predisone. Reportedly, the patient's symptoms would diminish during the interdialytic interval yet increase in intensity with the next treatment with a ca membrane. This occurred over the next two dialysis sessions. The symptoms gradually diminished after the patient was changed to a cahp 210 dialyzer in 10/03. The physician at the center reports the patient is fully recovered.